Event description:
Patient was being transferred to ICU using zoll defibrillator as a pacer. The zoll defibrillator was pacing for 40 minutes during the code blue and was plugged in. While patient was enroute to the ICU, the zoll defibrillator was on battery and it stopped operating. The patient became pulseless and another code blue was called.technical assessment by biomed: when tested in biomed, the battery from the defibrillator failed its capacity test. The battery was replaced and the device tested. All functions then worked properly.the battery had been replaced in january of 2005, so this was a premature failure. A zoll battery should last for 2.25 hours of continous ECG monitoring/pacing. To help avoid this situation in the future, biomed installed an external zoll battery charger on the patient care unit and instructed staff on how to rotate batteries, deep cycle the batteries and carry a spare battery on transport.